Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing of noise was noted on the rv lead. The patient was pacemaker dependent and the oversensing led to inhibition of pacing. The patient received a new atrial lead and at that time, no sensing anomalies were noted on the rv lead. Monitoring will continue.